Manufacturer narrative:
There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk. (B)(4).

Event description:
A customer reported the system displayed a system message during a cataract procedure. The surgeon converted to a manual technique and the surgery was completed after a 2.5 hour delay. There was no pt harm reported and the customer indicated the pt is doing fine.